Event description:
It was reported that during a sleeve revision, the surgeon reported to the sales rep that stapled over staple lines and sutured over those areas. One week later the patient had a leak which was repaired. This is all the information that was reported.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Date of event - unknown, assumed 1st day of month that complaint was reported. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information received: during a call on (B)(6) 2014 with the surgeon, account risk manager and sales rep., the surgeon stated that the issue was very likely attributed to patient factors. The patient previously had a lap band. There was no issue noticed during the initial procedure. Up near the area of the previous band, he switched to a green reload. Where two staple lines were crossed, a suture was used. The surgeon stated that this is part of his technique, but wondered if, in this case, it did more harm than good. A leak test was performed using methylene blue and no leaks were detected. The patient returned to surgery for a leak 48 hrs. Post-op. The upper portion of the sleeve, 4-5 cm from the end and right at the area where the staple lines crossed, separated. No staple formation issues were noted during the case and he was unable to see the suture when he repaired the leak. In the original procedure, he sutured with 2 o ethibond in an imbricated fashion. Dr. Amin also mentioned the possibility of inconsistent thickness within the peri-strip buttress and he plans to evaluate seamguard in the near future.